Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited high thresholds. The lead dislodged, the ventricular output and pulse width were programmed to provide a safety margin for the dependent patient and he will be followed on a routine basis.